Manufacturer narrative:
(B)(4). The devices are en route to the manufacturer for inspection. A lot check revealed no other similar complaints for this lot number. We will provide a follow up report with the results of our investigation.

Event description:
A distributor in (B)(6) reported that a quantity of 4 rt040 full face masks were broken at the head gear. This was discovered by the distributor. No pt consequence was reported.